Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose while using the ilet, stated the device was giving too much insulin, and expressed a desire to return the device; limited information was provided as the call ended before blood glucose details could be obtained. Symptoms included hypoglycemia. Outcomes included the user self-reporting concern about insulin delivery; there was no medical intervention or hospitalization reported. Investigation included a review of complaint details and outreach to the clinical diabetes specialist to verify current therapy status. Investigation of this case revealed insufficient information to identify a device malfunction or user error. It was concluded that the cause of the hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.